Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: screen to become noised, light guide bundle of the insertion section is slightly worn, interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: component failure of universal cord. In regard to the newly identified malfunctions, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device's image was dark. The issue was identified in service / maintenance. There were no reports of patient involvement.